Event description:
The user received questionable results for 29 patient samples from the p module analyzer. Of the data provided, the results for 17 patient samples were discrepant. All results are the initial result followed by repeat result. Bun (blood urea nitrogen), creatinine, total bilirubin and calcium are reported in mg/dl. Albumin and total protein are in mg/dl and bicarbonate is in mmol/l. Patient sample 1 creatinine was 1.28/ 1.18, albumin was 1.88/ 3.66, total bilirubin was 1.87/ 1.08, total protein was 3.7/ 6.8, calcium was 5.82/ 7.81 and bicarbonate was 7.3/ 21.7. Patient sample 2 calcium was 12.86/ 10.14 and bicarbonate was 5.2/ 19.7. Patient sample 3 albumin was 1.63/ 3.06, total bilirubin was 0.51/ 1.11 and total protein was 3.85/ 6.62. Patient sample 4 albumin was 2.58/ 4.09. Patient sample 5 albumin was 2.45/ 4.39, total protein was 4.33/ 7.61 and bicarbonate was 9.1/ 27.1. Patient sample 6 bicarbonate was 24/ 11.7. Patient sample 7 creatinine was 1.27/ 1.14 and bicarbonate was 8.8/ 25.8. Patient sample 8 albumin was 2.75/ 4.65, total protein was 4.47/ 7.92 and calcium was 6.67/ 9.45. Patient sample 9 calcium was 6.42/ 9.1 and bicarbonate was 5.7/ 19.7. Patient sample 10 albumin was 2.12/ 3.91 and total protein was 4.09/ 6.86. Patient sample 11 albumin was 2.45/ 4.08 and total protein was 4.51/ 7.59. Patient sample 12 albumin was 2.3/ 3.89 and total protein was 4.28/ 6.82. Patient sample 13 bun was 63.85/ 115.5, albumin was 2.4/ 4.24, total protein was 4.72/ 7.49 and calcium was 6.84/ 8.34. Patient sample 14 albumin was 1.45/ 2.61 and total protein was 4.89/ 7.67. Patient sample 15 creatinine was 1.11/ 1.05. Patient sample 16 albumin was 2.52/ 3.87 and total protein was 5.5/ 8.35. Patient sample 17 albumin was 6.55/ 6.59. The initial results were not reported outside the laboratory and no adverse events were alleged regarding the event. The user performed daily maintenance, loaded reagent, performed calibration and quality control then performed the repeat testing of the patient samples on other p module analyzers. The reagent lot numbers of the involved assays were not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information was received clarifying the laboratory had reported the erroneous results to the doctor. Afterwards, they received a complaint call. No adverse events were alleged regarding the event.

Manufacturer narrative:
A specific root cause could not be identified. The alarm trace from the analyzer provided by the customer did not contain information on the day when the issue occurred. Insufficient information was available for investigation. No adverse events were reported.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens on (B)(6) 2010 in pt's right eye. The lens was explanted on (B)(6) 2010 due to excessive vaulting. Subsequently, the pt had narrowing of the angle and shallowing of the acd. The lens was exchanged for a shorter lens.